Event description:
PICC inserted. The next day, it was removed. After the removal, the tip was to be sent off for testing. While cutting the tip, they noticed that the stylet was still inside the PICC.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review is not possible, as no mfg lot number has been provided by the complainant.